Event description:
The quinton catheter with pigtail, when disconnected from patient the clip does not close completely on the red port. Clamped the red port, disconnected from crrt machine noticed air in red port quickly used hemostats on red port and withdrew the air with a syringe. Clamp on port is not functioning properly. FDA safety report ID # (B)(4).